Event description:
The account alleged that the foot function is locked out and while isolating the problem, the foot section ran up unintentionally.

Manufacturer narrative:
Repairs have not been completed.